Event description:
A report was received that the patient underwent an unknown procedure wherein a lead was returned for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an implant procedure. It was noted that the lead was opened but was not used.

Event description:
A report was received that the patient underwent an unknown procedure wherein a lead was returned for an unknown reason.